Event description:
A caller reported a tandem mobi cartridge alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by customer technical support (cts) to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. However, the customer was unable to reload the original cartridge and resume insulin therapy due to another cartridge alarm, prompting the reference to a separate case issue for resolution.